Manufacturer narrative:
The pump was received with cracked case at display window corners, battery tube threads, reservoir tube lip completely broken off, minor scratched and cracked display window. There was no missing reservoir tube o-ring noted.

Event description:
The customer reported via phone call of damage to their insulin pump. The customer states the pump is cracked on the reservoir compartment. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis. The pump was received with cracked case at display window corners, battery tube threads, reservoir tube lip completely broken off, minor scratched and cracked display window. There was no missing reservoir tube o-ring noted.